Event description:
It was reported that the programmer was unable to interrogate a device, that the programmer wand did not light up. When the wand was connected to a different programmer it worked as expected and was able to interrogate. The programmer wand insertion site on the programmer was suspected of being faulty. The programmer was returned for service. The return paperwork indicated that no patient was involved at the time of the incident.

Event description:
It was reported that the programmer was unable to interrogate a device, that the programmer wand did not light up. When the wand was connected to a different programmer it worked as expected and was able to interrogate. The programmer wand insertion site on the programmer was suspected of being faulty. The programmer was returned for service. The return paperwork indicated that no patient was involved at the time of the incident.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a printed circuit board was found out of electrical specification. Handle of the case found broken.